Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. No problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and reported high bg levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 348 mg/dl with ketones present after wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod.